Event description:
A customer observed negatively biased total b-hcg results on a pt sample. The result was reported, and the physician questioned the results. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation showed that qc results were within acceptable ranges. The event was an isolated occurrence. Upon 400-fold dilution and retesting the sample, results of 369,000 iu/ml were obtained. These data are consistent with the pt's pregnant condition. The event is consistent with a high dose hook event. The instructions for use other limitations section states that "samples containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect."